Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.25x18 xience alpine referenced is filed under a separate medwatch report number.

Event description:
It was reported that during preparation of the 3.0x38mm xience alpine stent delivery system, the stylet was removed without resistance. Once removed, the stent dislodged, remaining on the stylet. The device was set aside for return. Following, a 2.25x18mm xience alpine stent delivery system advanced to the mid left anterior descending (lad) coronary artery lesion without resistance. The stent was implanted at 12 atmospheres (atms). Upon second balloon inflation for routine post dilatation, the balloon was unable to inflate. The device was removed from the patients anatomy and a pinhole was noted. Reportedly, the stent remained well apposed to the vessel wall and routine post-dilatation was performed. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.